Manufacturer narrative:
The pin fragment has not yet been returned to the manufacturer. There were no nonconformances or rework instructions for lots manufactured within 2 weeks of the product manufacture date related to the reported failure. There were no design or process changes within 6 months of the product manufacture date related to the reported event. When the device fragment is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the navigation pin sheered off during a total knee arthroplasty. Approximately 5mm of the tip remained in the tibia. The pin was being anchored for the tibia when the pin broke. The procedure was successfully completed as planned, but the pin could not be removed from the tibia.